Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reports having back pain at the ins site and thinks the ins is hurting their back. The troubleshooting/interventions/results was the patient turned stimulation off without result. They also noted that they went to the healthcare provider (hcp)/stayed in the hospital, but nobody as figured out the source of the pain; the patient thinks it is the implanted system. As a result of what was reported, the patient was redirected to the hcp for medical troubleshooting. The call center reviewed patient's option of turning stimulation off. It was also reviewed that the hcp can page a manufacture representative (rep) to check the ins or call the call center for troubleshooting. Potential troubleshooting of removing ins if necessary was also reviewed. No device issue was reported and no further patient complications have been reported as a result of this event.